Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose level declined to less than 40 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms included dizziness, clamminess, tingling sensations in the fingers and feet, lightheadedness, and a "fizzy" feeling. The patient was treated with sugar water and medication for nausea. Following treatment, the patient was discharged on the same day after approximately two hours of hospitalization.